Event description:
It was reported that an unspecified quantity [at least two (2)] 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The leaks were discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6, and h10: h10: the actual device was not available; however, photographs of the samples were provided for evaluation. Visual inspection was performed, and a leak from the administration port was observed in two of the samples. The leak was observed between the spike port tubing and spike port connector. The reported condition was verified. However, due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined; however, the most probable cause was due to inadequate, or lack of cyclohexanone being applied to the spike port connector when it was inserted into the spike port tubing. Should additional relevant information become available, a supplemental report will be submitted.